Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath the dilator became punctured by the transseptal needle. They withdrew the faradrive sheath used a different sheath for the transseptal puncture. The faradrive was then reintroduced, and the rest of the procedure was completed with the original sheath. No patient complications occurred, and the sheath is not expected to be returned as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.